Event description:
It was reported that customer experienced repeated cartridge alarms on pump, specifically cartridge alarm 20, and issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty with updated software, provided instructions for placing old pump into storage mode, and instructed customer to return problematic pump within 10 days using provided shipping materials; customer was also advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and customer understood all instructions.